Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and troubleshooting was performed, including setup verification and multiple transmission attempts, but the communicator continued to show communication errors and monitoring remained disabled. No adverse patient effects were reported. This pacemaker remains in service.